Event description:
It was reported that the patient's oxygen saturation was lowered, and the cuff pressure was measured as '0'. As a result of checking tracheostomy, the balloon was damaged. The event occurred while in use with a patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.